Manufacturer narrative:
The available information suggests the lead was retained by the hospital. If information is provided in the future, or following analysis if the lead is returned, a supplemental report will be issued.

Event description:
It was reported this right ventricular (rv) lead exhibited low intrinsic amplitude measurements. Additionally, a decrease in pacing impedance measurements and an increase in threshold measurements was observed. A lead dislodgement was suspected. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.